Manufacturer narrative:
Updated: d8, d9, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, the reported aldahol build-up was confirmed, as the device exhibited discoloration of the device rubber sheathing, as well as the light guide tube. The root cause of the discoloration was determined to be component failure due to chemical stress and is a known inherent risk of the device. Additionally, the device exhibited missing/detached adhesive at the light guide lens. A definitive root cause of the missing lens adhesive could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B3: the date of event was not reported. The 11/10/2025 was used as an estimated date of event. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at reprocessing of the cysto-nephro videoscope, the device exhibited a build up from aldahol used. There was no patient involvement, and no harm was reported as a result of the event.